Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the pulse generator confirmed sterilization of the device prior to distribution. Vns therapy labeling lists infection as a potential adverse event, related to surgery.

Event description:
Reporter indicated the pt "had a seizure and fell on his vns generator. As a result, there was swelling around the generator." The pt had a possible seroma generator wound and was admitted to the hospital and an irrigation and debridement procedure was performed. The surgeon also noted that was some drainage at the neck site that also required an irrigation and debridement procedure. The pt developed an infection and subsequently had to have the vns therapy system explanted. The pt developed postoperative stridor. The pt was given antibiotics preoperatively, perioperative and postoperative. Cultures obtained, but the results are unknown. The last clinic note obtained indicated the infection has resolved. The site discarded the explanted vns therapy system; therefore, a product analysis will not be performed.